Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided information for a pump reset, and successfully started their sensor session after resetting the pump.